Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis noted that the liquid crystal display (lcd) of the device was bleeding, there was adhesive on the batteries and battery drawer, keypad window was scratched with contamination under the knobs, the main printed circuit board (pcb) was out-of-specification in an electrical manner, one case screw was contaminated, and the bottom of all knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.